Event description:
On (B)(6) 2014, the lay user/patient in the (B)(4) reported blood glucose results of ¿15 mmol/l and 5 mmol/l¿ with the lifescan meter, performed within an unspecified amount of time of each other. Based on statistical methodology,the difference between these results falls outside lfs's precision criteria therefore this complaint is deemed reportable. There was no injury or medical attention sought due to the issue. However, this complaint is deemed reportable because the results from precision testing fell within outside lfs precision criteria and the issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/04/2014). The patient¿s meter has been returned on 10/24/2014 and evaluated by lifescan product analysis on 11/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.